Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the pt used poligrip (formulation unk) at unk dosing. At an unk time after using poligrip, the pt experienced nerve damage and personal injury. At the time of reporting, the outcome of the events was unk. Follow up info was received on (B)(6) 2010, via medical records, on (B)(6) 2008, the pt was seen in neurologic follow up. The pt had a history of an occipital infarct, likely related to migraine. Her last visit was in (B)(6) 2007. At this time, she came because of a six month history (since approx (B)(6) 2008) of bilateral leg pain associated with numbness and tingling in all her extremities. Her sensory complaints were from the groin down. The pt also complained of difficulty walking and leg pain that caused her significant distress and limited the way she lived her life. The pt had been worked up for this problem and the cause had not been found. Her general exam showed a mottled purple discoloration in her legs that resembled livedo reticularis. Other than an old stroke in the right occipital region, the physician did not see any abnormalities on the pt's magnetic resonance imagings (mris) of the cervical/lumbar spine and the brain, except for two or three small hyperintensities in the white matter and the left subcortical white matter. The cervical and lumbar scans showed mild spondylosis, but no stenosis. A nerve conduction study and a thoracic MRI report were normal. The physician could not find evidence of consistent neurological abnormalities to explain her complaints of an organic neurological problem. On (B)(6) 2008, the pt's copper level was less than 0.10. On (B)(6) 2008, the pt had a history of lower extremity weakness and copper deficiency. The pt was taking copper supplementation. On (B)(6) 2009, the pt continued to complain of her leg hurting. The pt had been evaluated by a vascular specialist due to relatively small aortic iliac vessels, but they did not think that had anything to do with her pain. Venous dopplers done in (B)(6) 2009 did not show any deep vein thrombosis (dvt). Mild occlusive disease was noted on an arterial doppler study. A neurologist told her she had a copper deficiency. The pt still took copper and was diagnosed with a possible neuropathy. Electromyography (emg) nerve conduction velocity studies in 2008 were negative. On (B)(6) 2009, the pt had a normal bone scan. On (B)(6) 2010, the pt was seen in follow up of chronic leg pain. The pt requested to have zinc and copper levels drawn. She had dentures and had been using poligrip for a long time. The pt reported having a b12 deficiency and was encouraged to get b12 injections for that. Assessment included peripheral neuropathy. On (B)(6) 2010, the pt's ceruloplasmin, copper, and zinc levels were normal. On (B)(6) 2010, the pt's 24 hour urine zinc level was normal. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).